Event description:
The device was used during a gastric wedge resection procedure. Reportedly, teh instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.